Manufacturer narrative:
Reason for reoperation: "I have been experiencing headaches, fever, stinging, inside ripple and leaking of my implants." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left-side "fever, stinging, inside ripple and leaking of my implants." Patient additionally reported " have been experiencing headaches," which is not related to the device and will not be returned. Device status is unknown.